Event description:
New information received notes that the pacemaker was explanted and replaced. The right ventricular (rv) lead and right atrial (ra) lead were capped and replaced on (B)(6) 2025.

Manufacturer narrative:
The reported events of over-sensing, pacing problem and noise were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including sensitivity test performed at most sensitive settings found normal results. Evaluation of output signal confirmed normal pacing parameters. Additionally, visual inspection of the header and connector did not detect any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker, right atrial lead and right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition, in inappropriate mode switch and in inappropriate high ventricular rates. No intervention was performed. The patient was in stable condition. The patient will be further monitored.